Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. Additional information was requested and the following was obtained: please clarify on "noticed that the stapler was very stiff". Opening and closing the device was very slow and ¿stiff¿. It did not feel right/normal. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch # a9e0j. Additional information was requested, and the following was obtained: please clarify on "noticed that the stapler was very stiff". Opening and closing the device was very slow and ¿stiff¿. It did not feel right/normal. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, prior to the actual procedure the cst noticed that the stapler was very stiff and was not opening up all the way. Case was completed with a like device. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2024. D4: batch # 680c52. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received unfired. The bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. During functional analysis, it was confirmed that the device was difficult to close and open. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, witness marks on the proximal end of the channel and the inside of the closure ring indicate there was something between the two causing interference. The channel pin appears malformed. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts and the channel pin is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 680c52, and no non-conformances were identified.